Manufacturer narrative:
Additional information: h3: device evaluation: lens was returned in a micro centrifuge vial with moisture and clear surgical debris on the lens. Visual inspection found no visible damage and foreign debris on the lens. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo 12.6, -10.50 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was removed and exchanged for a longer length lens due to low vault. This exchange resolved the problem. Cause of the event is reported as unknown.